Manufacturer narrative:
(B)(4). Follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that there was ECG interference with the heartstart xl. There was no pt involvement.